Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735225r. A medtronic representative went to the site to test the equipment. Testing revealed that the computer was not functioning as intended. The computer was replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the navigation system displayed "no signal" on the monitors. It was reported that the issue occurred after five minutes of running the system. There was no patient present when this issue was identified.